Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After removing the sensor on the same day the sensor was inserted, the sensor wire was left behind in the patient¿s body. Two days after this happened the patient was seen in the hospital because he had severe pain, headaches and was lethargic. The patient remained in the accident and emergency department for almost 2 days. An CT and x-ray were made to establish the location of the sensor wire, and the sensor wire was then successfully surgically removed. The wound was closed with 2 stitches. At an unknown time during the time in the hospital the patient was given unknown painkillers. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).